Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the 14fr esheath+ would not move without force just past the femoral insertion site. The physician believed it was due to high stick and tortuosity in the lower iliac. The sheath was removed, and a new 14fr esheath+ went in with ease. The old sheath was torn and appeared buckled at the tip, most similar to a distal tip split. The device was discarded, and images were not available.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed empirically. Available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle) likely contributed to the event as it was reported that "the physician believed it was due to high stick and tortuosity in the lower iliac." Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. A steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. The complaint for sheath distal tip split was confirmed empirically. Available information suggests patient factors (tortuosity) and/or procedural factors (device manipulation, steep insertion angle) contributed to the event as it was reported that "the 14fr esheath+ would not move without force just past the femoral insertion site." During sheath introduction through a challenging pathway, it is possible that the operator may apply excessive device manipulation to overcome the experienced difficulty, which may lead to sheath tip damage. Furthermore, device manipulation can lead to further sheath damage if compounded with vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.